Event description:
A report was received that the patients stimulation has not worked properly since she was involved in a car accident. An impedance check was conducted and 8 of 16 electrodes were broken. The patient will undergo a revision procedure to address the broken electrodes.

Event description:
A report was received that the patients stimulation has not worked properly since she was involved in a car accident. An impedance check was conducted and 8 of 16 electrodes were broken. The patient will undergo a revision procedure to address the broken electrodes.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device has not been received.